Event description:
Two bd vacutainer push button blood collection set-butterfly needles-used by paramedic found to have needle retracted prior to use and upon opening new package. Occurred this past weekend (B)(6) 2013 - (B)(6) 2013. Exact time unknown. Dates of use: (B)(6) 2013 - (B)(6) 2013.